Event description:
I had to have tegress injections for sui- the first one did me no good - the second one went every where in my bladder caused blockages. Pain, retention passed tegrass from urethra, very dangerous side effects. Two surgeries to put it in - two surgeries to take it out. The dr has no control over where this product goes after injection, too large of dose maybe.